Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was 489mg/dl. Customer had symptoms such as nausea, vomiting, abdominal pain, positive ketone test and abdominal pain. Customer was treated with insulin drip. Customer was not using auto mode. The insulin pump will not be returned for analysis.